Event description:
It was reported that pump displayed cartridge volume incorrectly. No information was available regarding impact to customer¿s blood glucose level. Customer declined follow up with technical support, was reportedly out of warranty and in process of renewal, and no additional corrective actions or outcomes were obtained.